Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found one haptic torn. The lens was returned dry. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a probable root cause of the event has been determined to be due to user or technical error. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens in the patient's right eye (od) and the lens tore. The lens was removed with no reported injury. The lens was exchanged for another same model/diopter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. Pt weight: unk (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).